Event description:
Procedure type: unk. Reportedly, the tip of the device broke during use. The surgeon searched for the broken piece but did not find it. A new instrument was used to complete the case. Surgical time was extended approximately 10 minutes. The current condition of the patient is well. No patient injury was reported.